Event description:
It was reported the device was dropped cracking the case and losing a knob. The device was was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken. It is noted analysis could not confirm the reported missing knob. Analysis also found the battery release, lead flex cover, battery drawer, and battery flex are contaminated. Two side bail covers and ring cover are broken. Three case screws and ring are missing. Battery contacts compressed and one side bail is bent. (B)(4).